Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several mode switches and high ventricular rate episodes for noise were observed on the atrial and ventricular leads. Noise was reproducible with isometrics on both leads. No programming changes were made. No patient symptoms were reported. The patient was stable and will continue to be monitored. Related manufacturer reference number: 2938836-2019-17439.